Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid.

Manufacturer narrative:
The customer reported that the probe on the ortho provue analyzer was dripping. On 10/05/2005, an ocd field engineer (fe) arrived on site. The fe could not duplicate the probe drip. However, the fe observed damage to the wash station that could lead to probe drip. The fe replaced the damaged components and performed the appropriate adjustments. The customer ran qc and passed. Repairs have returned the analyzer to expected operation. It is unknown which tests were being performed at the time of the incident. It is unknown which reagents or samples were on board the instrument at the time of the incident. The reported condition can lead to dripping of wash solution, which can cause dilution of reagent or hemolysis. Dilution or hemolysis can lead to erroneous test results, which could result in the transfusion of incompatible blood.